Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to corroded keypad traces; unable to verify battery out limit alarm and perform functional tests due to button keypad anomaly. No scrolling numbers display anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly and a battery out limit alarm. The customer's blood glucose level was 400 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.